Manufacturer narrative:
We were informed by the customer that the particle was not retained and the handpiece is not available for evaluation.

Event description:
A report received from a user facility in (B)(6) stated that right at beginning of the sculpt phase, in a cataract procedure, a fragment came out of the sleeve/tip and into the anterior chamber of the patient's eye. The fragment was removed right away without any injury to the patient but unfortunately it was not retained. The piece was very small and appeared yellow-white in colour.